Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump shut down unexpectedly while the user was at a medical appointment, prompting a request for a pairing code and subsequent case documentation. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or care. Investigation included case intake and documentation for an unexpected device shutdown without associated alarms. Investigation of this case revealed insufficient information to determine a device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending additional information.